Event description:
A customer reported an issue with their cgm, leading to a low blood glucose event with a reported level of 42 mg/dl. The customer did not lose consciousness and there was no injury. Assistance was required from the customer's mother, who provided juice and carbohydrates for treatment. The control-iq feature was active during the incident. Cts advised the customer on the potential limitation of basal rate due to a lack of cgm readings and recommended consulting a healthcare professional to address the blood glucose concerns.